Manufacturer narrative:
(B)(4). Conclusion: the customer replaced the device. The device was not sent in for eval.

Event description:
It was reported that the device did not pass self diagnostic test.